Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited an unspecified sensing issue which resulted in mode switch anomaly. No intervention was performed.